Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, her belt clip was broken. During the call customer reported his blood glucose was "high." No troubleshooting was performed on the insulin pump and its unknown what may have caused the high blood glucose. The customer is not returning the device for analysis.